Manufacturer narrative:
The reported complaint of the platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present) error message was confirmed based on the archive data review but not during the functional testing. The probable root cause for the (ua) 12 error message could be due to the belt clip not detected in the spool shaft and/or not fully inserted when the platform was powered on, most likely attributed to user error. The customer reported a secondary complaint of the drive shaft was locked and could not be rotated was confirmed during the visual inspection. The encoder driveshaft could not rotate smoothly, exhibiting binding and resistance due to the defective drivetrain motor and encoder gearbox. The platform failed initial functional testing due to user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on. The root cause for the user advisory (ua) 45 error was due to the driveshaft not being at "home position". The user advisory (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder driveshaft was difficult to rotate due to the defective drivetrain motor and encoder gearbox as a result of normal wear and tear. The defective drivetrain motor and encoder gearbox were replaced to address the fault. The autopulse platform is a reusable device and was manufactured in november 2007 and is more than 13 years old, well beyond the expected service life of 5 years. A review of the archive data showed the advisory (ua) 12 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. In addition, the archive data show the presence of multiple user advisory (ua) 45 that likely related to the drive shaft being locked and could not be rotated, not allowing the user to pull the lifeband straps completely up before powering on the platform. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without (ua) 12 error messages. The user advisory (ua) 12 is the clearable error message to alert the operator when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The driveshaft was locked and could not be rotated, not allowing the placement of the lifeband. No patient involvement.